Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an upper endoscopic mucosal resection (emr) performed on (B)(6) 2022. During the procedure, the clip was passed down the working channel of the scope to close the lesion; however, the clip became stuck inside the scope. They then tried to remove the clip from the scope but it remained stuck inside the scope. The scope is being sent for repair. The procedure was completed a new scope and with another resolution 360 ultra clip device. Note: the photos submitted by the customer shows the coil wire of the clip was unraveled and the distal part of the coil wire was still inside the scope. Additionally, it was possible to observe that the clip assembly was not present at the end of the catheter. There were no patient complications reported as a result of this event.